Event description:
It was reported that the lead exhibited a helix anomaly. Lead was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reason fort return was torque build in a few turns. Analysis found that medical adhesive was keeping the helix inside the header while trying to extend causing the build up of torque in the coil.